Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive keyboard knob, while being used on a pt. The pt was removed from the device and placed on an alternative ventilator. There was no report of pt injury. The date of the event is unk.

Manufacturer narrative:
The customer support engineer (cse) inspected ventilator and found that the keyboard knob was intermittently not responding. The cse replaced graphic user interface (gui) keyboard. The cse verified ventilator passes all tests and calibrations as outlined by the service manual. (B)(4).